Manufacturer narrative:
Dates estimated. The UDI is unknown due to the part/lot number was not provided. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature article title: percutaneous edge-to-edge mitral valve repair for the treatment of acute mitral regurgitation complicating myocardial infarction: a single centre experience.

Event description:
This is filed to report heart failure it was reported this was a mitraclip procedure to teat mitral regurgitation (mr). Two clips were successfully implanted without issues. At the patients 30 day follow up appointment, mr had increased. The patient was then hospitalized due to heart failure. No treatment was performed. Additional details are listed in the attached article, titled ¿percutaneous edge-to-edge mitral valve repair for the treatment of acute mitral regurgitation complicating myocardial infarction: a single centre experience.¿ no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no device/lot information was provided. Based on the information reviewed, a cause for the reported heart failure could not be determined. Heart failure is listed in the mitraclip instruction for use as a known possible complications associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Article title: percutaneous edge-to-edge mitral valve repair for the treatment of acute mitral regurgitation complicating myocardial infarction: a single centre experience.